Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a pacing lead got stuck on the tricuspid valve. The helix was found to have been already deployed on x-ray. Attempts to retract the helix by rotating it anti-clockwise were unsuccessful. This lead was not implanted and was successfully replaced with another lead. No patient complications have been reported as a result of this event.